Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of the angle wire; bending angle in the up direction does not meet the standard value, due to wear of the angle wire; the play of upward/downward (u/d) knob is out of the standard value, due to a pinhole on the bending section cover (a-rubber); water tightness is lost, adhesive on the a-rubber has a chip, a-rubber has a scratch, connecting tube has a scratch, wrinkle, and dent, the light guide (lg) lens has a crack, adhesive around lg lens is peeled, lg connector has a scratch, adhesive around the objective lens is peeled, the switch box has a scratch, switch 1 has wear, suction cylinder (s-cylinder) is shaved, paint on the s-cylinder is peeled, forceps elevator lever has a scratch, free-engage knob has a scratch, u/d knob has a scratch, right/left knob has a scratch, control unit has discoloration, a scratch, and corrosion due to water leakage, paint on the air/water cylinder is peeled, due to damage on the charged coupled device unit; a noise image occurs during angulation in up/down directions, video connector case has a scratch, video connector has a scratch, protector of the video cable section has a cut, video cable has a scratch, universal cord has a scratch, image guide protector has a scratch, forceps channel port is shaved, grip has a scratch, and the scope cover has a scratch. It was noted that third party repairs had been performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle having foreign objects. There were no reports of patient involvement.